Event description:
The patient contacted animas on (B)(6) 2012 and stated the down arrow keypad button was intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a case, exterior to a garment and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow button had intermittent response and required multiple presses with increased force to evoke a response. The remainder of the button were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012, with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.